Event description:
Error 01 - motor rotation. Reporting due to the referenced technical error; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed, no event linked with the reported issue was found. No device history log available, not applicable for this type of complaint. The subject device (model agilia sp tiva, serial number (B)(6)) was not returned to our laboratory for analysis. However, the supected defective kit motor flange was sent back as a spare part to investigate reported error 01 issue. Upon reception, the subject spare part was submitted to a visual inspection. Nothing was observed. Then, cross-testing of the spare part was performed. Aging test could be performed without encountering any problems or errors, as a test under normal operating conditions could be complaint as well. The returned kit motor flange worked as specified. Therefore, despite several test, the reported event could not be reproduced. Based on available information, no issue is suspected with the returned spare part. The root cause of the reported event can only be investigated with the whole device. Thus, the root cause of this issue remains unknown (not the kit motor flange). This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated no action.